Event description:
The user facility reported that during a transurethral resection of a bladder tumor the roller ball on a high frequency electrode became detached. The roller ball was successfully retrieved with the use of a grasper forceps during the same procedure. There was no complication and no pt injury reported. The user facility was contacted for add'l info regarding the event, but no further info was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The device was received with the roller ball detached from the electrode. Both the roller ball and the electrode tip displayed evidence of thermal damage. The cause of the user's experience cannot be determined at this time. The device was forwarded to the original equipment manufacturer for further investigation. A supplemental report will be submitted if add'l relevant info becomes available. This report is being filed as an MDR in an abundance of caution.